Event description:
Customer reported that top button required significant pressure to turn on, but further information could not be obtained as customer declined follow-up with technical support. There was no reported impact to customer's blood glucose level. No additional actions were taken as customer did not pursue further assistance.